Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was clogged during priming. The following information was provided by the initial reporter: material no: 320122 batch no: 9025794 it was reported that needle clogged during priming. Verbatim: consumer reported no medication flow with some pen needles during priming. Stated he tried a couple of pen needles the other day and they would not work. Stated today he had one pen needle with no medication flow. Stated during priming nothing comes out.

Manufacturer narrative:
The following fields were corrected due to additional information: d10: device available for eval no, h1: device return to manuf .? No. H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was clogged during priming. The following information was provided by the initial reporter: material no: 320122 batch no: 9025794. It was reported that needle clogged during priming. Verbatim: consumer reported no medication flow with some pen needles during priming. Stated he tried a couple of pen needles the other day and they would not work. Stated today he had one pen needle with no medication flow. Stated during priming nothing comes out.